Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod (serial number (B)(4) /lot number 5207618) was returned for evaluation. A visual inspection was performed the sensor wire was detached from the hosing puck. The reported event of a detached sensor wire was confirmed; however, it is unknown that the returned device is the complaint device. A root cause could not be determined.